Event description:
Basket broke off inside the pt. The basket was retrieved successfully with forceps. Stone was lasered. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Removal of foreign body is not labeled. Device code: separation is not labeled. One used n-circle device was returned. The basket was separate from the rest of the device. The two nitinol wires became separated approx 4 mm proximal to the notched cannula. The wires have the appearance of being pulled to separation. The basket coil has also separated from the notched cannula. The distal tip of the basket, where the two nitinol wires intersect also has a wavy appearance, which indicates the basket has been exposed to significant outside forces. All parts of the device have been accounted for, with no portions remaining in the pt. A review of the specs indicates this device is 100% inspected prior to transportation. The functionality of the product is verified per quality control. This device has been damaged by excessive force during use. We will continue to monitor for similar complaints and notify the appropriate internal personnel. Based upon the conclusion of a quality engineering risk assessment, add'l action is not required at this time.